Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was found lying on the floor and is already working with the doctor who needs an updated report. The ICD remains in service. No additional adverse patient effects were reported.